Manufacturer narrative:
Customer returned 2 opened, broken files in an autoclave bag, as well as 5 unopened files in blister cell packaging from lot# 0000223730. Using microscope visually checked files. No manufacturing defects or markings noted on any of the files. The 2 opened files were broken very close to the tip, 1 file approximately 1mm from the tip, and the other file approximately 2mm from the tip.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this case it was reported that a waveone gold prime 25 file tip broke off during use. They did not retrieve it, it was in the apical third so they left it and completed the root canal by incorporating it into the filling.